Event description:
Customer reported via email that the alert volume was not as loud as expected. No adverse impact to the customer's blood glucose level was reported. Customer declined a callback, and no further action was required.